Manufacturer narrative:
Patient was revised 10 months after primary surgery for infection. No actual, implied, or suspect link to fx product.

Event description:
Patient was revised approximately 10 months after the primary surgery which occurred on (B)(6) 2023. No fall or other trauma reported. Patient was revised for an infection after reporting pain/soreness around the shoulder; the revision surgery included a wash of the site to prevent re-infection. 36 mm + 9 humeral cup explanted and replaced with a 36 mm + 6 stability humeral cup and 9 mm spacer.